Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 17736935.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient had lost weight. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and paddle lead were discarded.